Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with initial reporter and obtained following additional information: the customer clarified that the instrument damage was not found until after removing the instrument. The customer was able to confirm that there was no arcing observed nor a fragment that fell into the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that a fenestrated bipolar forceps instrument had a broken conductor wire. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.